Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string pulled off and the tampon remained inside. Two other tampons also had strings that pulled off. She was able to manually remove the tampon and did not seek medical assistance. No further information has been received.